Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported blood on their incision site. The next day, patient feels like they slept on their back because they feel achy, slight discomfort, and sensitivity at the lead placement area. They have to sit while leaning on a table in order to be comfortable. Patient was redirected to their healthcare provider (hcp). On (B)(6) 2017, patient was still experiencing discomfort and said the tape is itchy. They also noticed blood in their urine; not large amounts, just traces. The patient will call their hcp on monday. Two days later, patient said they might be getting a yeast infection because they are burning and have traces of blood in their urine. They said they are itchy near the incision area and uncomfortable. As a result, the patient will call their hcp tomorrow. On (B)(6) 2017, patient thinks they might have a bladder infection and thinks it may be a possible yeast infection. Blood in urine and discomfort in their back was reported again. The patient is going to their hcp tomorrow. On (B)(6) 2017, patient noticed traces of blood in their urine. Patient said they have a sore throat, fever, and headache. On (B)(6) 2017, the patient feels much better. No device issue and no further patient complications have been reported as a result of this event.